Manufacturer narrative:
The device was returned to olympus for inspection. Based on investigation results, a definitive root cause of the observed missing/detached sheath adhesive could not be determined, however, the issue was likely the result of component failure due to repetitive use stress and or external factors. Additionally, a definitive root cause of the observed lifted and protruding cable support could not be determined, however, the issue was likely the result of component failure due to excessive force, wear and tear/repetitive use stress and or external factors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the uretero-reno fiberscope exhibited missing/detached bending section sheath adhesive and a lifted/protruding cable support at the device bending section. There was no patient involvement, and no harm was reported as a result of the event.